Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Three days after event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of imipenem (250 mg, ongoing, route and frequency was not reported) for peritonitis. The patient was discharged eight days after hospital admission. At the time of this report, the patient was recovering for the event and pd therapy was ongoing. No additional information is available..